Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set tubing leaking events on (B)(6) 2024. The set was used for one hour. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-08842 - device 2 of 2.